Event description:
Customer reports system would not display an image while fluoroing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and the gib pcb. System operates as intended.